Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that alarms went off with a blank screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the top and bottom cases are in good condition. No visible contamination. Functional testing found the device power up with constant sound and no displayed alarm. Uploaded software from base unit (interconnect board) to head unit (main board) by performing power point process. Re-program firmware software version: v1.6.4. The root cause of the reported issue was found to be incorrect process for software update by customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).